Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk; catheter model: 8596sc, serial# (B)(4) implanted: 2011 (B)(6), explanted: unk; programmer model: 8835, serial# (B)(4). (B)(4).

Event description:
It was reported that patient presented at the clinic with sudden onset of tenderness at "pain pump site". Also reported were symptoms of sleepiness, chest pain, and shortness of breath. Patient was hospitalized and was indicated to be alert and conscious in the ambulance at transport time. Drug(s) delivered via the device was not known. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the problem was not related to the pump, but was caused by the exacerbation of the patient's underlying chronic obstructive pulmonary disease (copd). The patient experienced chest pain with shortness of breath and wheezing. The patient was not hospitalized due to this event and the patient outcome was no injury. The device system was used to deliver morphine and bupivicaine.

Manufacturer narrative:
(B)(4).